Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported both leads had migrated. To address the issue, patient underwent surgical intervention wherein one lead was explanted and replaced while the other lead was repositioned. Effective therapy was restored post-op.